Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and had nothing on display. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.